Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was aborted, and the patient was moved to another room. The customer did not share patient outcome nor clarified if the patient required additional medical intervention/treatment. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse replaced the hard disk drives in the image processing (ip)-pc. After the replacement of the hard disk drives in the ip-pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system stopped working during use. The device was in clinical use. The patient was moved to a different room. Philips has started an investigation of the complaint.